Event description:
The customer reported that her blood glucose was 39 mg/dl at 6:26 pm on (B)(6) 2013, which she treated by eating (carbohydrate count not reported). At 8:02 pm, her bg was up to 257 mg/dl and she was having a meal containing 60 grams of carbohydrate, so she took an 11.9 unit bolus. At 9:01 pm, she was having another 48 grams of cho and took about 6 unit bolus. At 9:46 pm, her bg measured 379 and then 374 mg/dl. At 12:17 am on (B)(6) 2013, it read "high" (>500 mg/dl), which she corrected with a 9.3 unit bolus. It remained "high" at 2:50 am; 6.85 unit bolused. Her bg read "high" at 3:35 am and 5:23 am. A 7.25 unit correction bolus was given at the later time. The cannula had dislodged from the infusion site. At 8:00 am, 20 units were manually injected. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for eval. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to reported hyperglycemia. No qualification records were reviewed because no product lot number was reported.